Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode (na), potassium electrode (k), and ise indirect na-k-cl for gen.2 (cl) results for 1 patient sample on a cobas 6000 c (501) module. This medwatch will cover potassium. Refer to medwatch with a1 patient identifier pt- (B)(6) for information on the sodium results and medwatch with a1 patient identifier- (B)(6) for information on the chloride results. The initial na result was 123 mmol/l, the initial k result was 3.42 mmol/l, and the initial cl result was 116.9 mmol/l. The customer questioned the results as they were accompanied by a negative ion gap which prompted them to repeat the results. The repeat na result was 137 mmol/l, the repeat k result was 4.21 mmol/l, and the repeat cl result was 102.5 mmol/l. No questionable results were reported outside of the laboratory. The repeat results were deemed correct.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The calibration and qc recovery data provided was within specification. The alarm trace did not contain a conspicuous event. The field service engineer (fse) found salt buildup on the acrylic block and cleaned it. A precision check and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.